Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with self-adjusting insulin. According the patient, he could not test his blood glucose after the power issue began. The patient did not manage his diabetes based on the lfs meter at the time of concern. Subsequently, the patient reportedly developed symptoms of vision issues, faintness, and neckpain. There was no report of any required medical intervention to suggest a serious injury. The power issue was not resolved with training. There was no product misuse. This complaint is being reported because, the patient had symptoms suggestive of acute of complication of diabetes after the power issue began. The lfs meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.